Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm sjm regent heart valve w/ flex cuff was chosen for an aortic valve replacement surgery due to severe aortic stenosis. The leaflet function was tested using leaflet tester. During procedure, when the valve was successfully implanted, the physician found that the valve leaflets were not opening properly due to the obstruction of tissue structure under the valve. The regent valve was removed and replaced by a non-abbott mechanical valve while patient on bypass. The operation was finally completed, and the patient was in stable condition. The cardiopulmonary bypass time was prolonged, yet it did not cause any significant adverse effects.

Manufacturer narrative:
An event of incomplete coaptation was reported. The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The physician found that the valve leaflets were not opening properly due to the obstruction of tissue structure under the valve. However, based on the information, the root cause of the leaflet immobility could not be conclusively determined.